Event description:
As reported by product manager at hospital, the doctors using the fluid delivery set are having difficulty when aspirating and have experienced air bubbles in the tubing of the set. There has been no patient incident or injury. No sample being returned.